Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported left side lymphadenopathy. Device remains implanted.

Event description:
Healthcare professional additionally reported left "waterfall deformity" and "textured". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: lymphadenopathy: unable to confirm as it is a medical event not related to the device. Visibility/palpability: unable to confirm as it is a medical event not related to the device. Additional observations: brown particles observed in the surface of the shell observed deformation on the shell. Observed creases on the device. Observed wear abrasion on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported left side "lymphadempathy". Healthcare professional additionally reported left "waterfall deformity" and "textured". The device has been explanted and replaced.